Event description:
A pt reported experiencing inaccurate erratic results with a ot basic meter. The pt's blood glucose was 115mg/dl within 10 minutes, greater than 20%; pre reported issue notes. Pt did not experience any adverse events. No further info has been reported.